Manufacturer narrative:
(B)(4). Date sent to the FDA: (B)(4) 2014 (B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an apicoectomy on an unknown date and suture was used. One week after the procedure, the patient experienced itching, redness and inflammation of the gums. The patient reported swelling to the area and itching to the skin. The patient was being seen for the normal follow up visit to have the suture removed. The issue resolved after removal of the sutures. Additional information has been requested.